Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "keeps saying downstream occlusion" was not reproduced. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.